Event description:
Tech alleged head section will intermittently lower with weight against it. He removed one end of cylinder, turned gas cylinder counterclockwise and reinstalled to resolve the issue.